Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented with an infection and an open sore over the device. The pacemaker, right atrial lead, and right ventricular lead were explanted. There were no complication during the procedure and the patient was stable before and after.